Manufacturer narrative:
(B)(4). Product investigation summary: the investigation shows that the drill bit in question is indeed broken as mentioned in the complaint description. The drill bit is broken in the middle of the flute. The broken part is missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information, and without all involved parts/fragments, the exact root cause cannot be determined. It is likely that the cause of the breakage is the result of a mechanical overload situation during use. The microscopic view of the broken surface shows a homogenous surface that indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Please note: blunt drill bits require more mechanical power during the application; therefore, it is recommended that blunt or damaged instruments be exchanged before surgery. No product fault could be detected device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: according to the surgeon, the drill bit may have come in contact with the k-wire that had been inserted as temporary fixation. This contact could have caused the damage (according to the surgeon).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4)- manufacturing date: june 23, 2015. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier and weight are unknown. Implant and explant dates: device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a proximal ulnar fracture procedure on (B)(6) 2015. The surgeon chose to utilize the variable angle locking compression (va-lcp) elbow plating system. During the drilling of the proximal ulna, a 2.0mm drill bit broke with fragments left in the patient's bone. The surgeon decided not to remove the fragments as it would have caused substantial damage to the patient's bone. The procedure was completed successfully with no reported delay. This report is 1 of 1 for (B)(4).